Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a remote transmission delivered for an increased high voltage lead impedance (hvli) measurement on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no physical damage to the lead. The device was reprogrammed and the patient was stable with no consequences.